Event description:
A cracked and shattered touchscreen was reported, making the pump's touchscreen unresponsive and illegible. There was no adverse impact to the customer's blood glucose level. The customer planned to use a backup insulin pump to ensure continued insulin therapy.